Manufacturer narrative:
Not returned to manufacturer.

Event description:
On (B)(6) 2016, philips oral healthcare received a phone call from customer reporting a fractured tooth due to vibration for a sonicare 2 series. No medical treatment was sought.